Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that qty. 2 of an ar-4068-90r suturelasso sd, 90° curve right had an issue. The curve right wire would not advance out of the needle tip. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Event description:
On 9/21/2023, the sales representative provided the following information via email: this occurred during a labral repair procedure. No pieces broke off the devices. The wire would not advance in both 90° right lassos after the first pass through tissue. To finish, they opened a 90° straight and had no problem with multiple passes. The procedure was completed successfully, and there was no case delay reported. No pictures were taken, and the complaint devices were discarded.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when attempting to advance the wire.